Event description:
The customer reported that following a diagnostic cath/carotid angiogram in 2000, a vasoseal vhd kit size 3 was deployed. Following deployment no evidence of a hematoma was noted. The pt was transferred to a different floor of the hosp and approx 1 hour later a hematoma developed. The physician was notified and pressure was held and then a sandbag was applied. The site continued to swell and a femo-stop was applied to the site and remained in place for approx eleven hours. The pt was discharged on march 30, 2000. The pt was seen at the physician's office on april 7, 2000 and a needle aspiration of the right groin was attempted. Pt was referred back to the cardiologist and was admitted to the hosp on april 7, 2000 for an evacuation of the hematoma. An ultrasound was performed to rule out a pseudoaneurysm. The pt was taken to surgery on april 8, 2000 for a right carotid endartarectomy and evacuation of a clot from the right groin, and a drain was placed. The pt was discharge on april 11, 2000. No further complications were reported.